Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.    Device evaluated by MFR: returned product consisted of an express sd stent delivery system. The stent, balloon, and shaft were examined. The balloon was tightly folded. The stent was secure on the balloon positioned between the markerbands. The stent was not damaged. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The reported stent damage was not confirmed. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The over 80% stenosed target lesion was located in the moderately tortuous vertebral artery. A 5.0mmx15mmx150cm express¿ vascular sd stent was advanced to treat the lesion. However, great resistance was encountered and the stent could not advance to the target lesion. The device was removed from the patient and it was noted that the tip of the stent had some issues. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The over 80% stenosed target lesion was located in the moderately tortuous vertebral artery. A 5.0mmx15mmx150cm express¿ vascular sd stent was advanced to treat the lesion. However, great resistance was encountered and the stent could not advance to the target lesion. The device was removed from the patient and it was noted that the tip of the stent had some issues. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.